Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid an unspecified number of patient isolates are misidentified. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nid (catalog number 448007) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nid an unspecified number of patient isolates are misidentified. No health impact or consequence reported.